Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 28ga 1/2in bls 500cas ca plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 329461, batch no: (B)(4). It was reported that the plunger rod was difficult to move. Event description per email states: I have an issue with some syringes we recently got in. We recently got these syringes for both boxes. We have used the size and brand frequently and have never had this problem. The plunger works really hard on a high percentage of them such that it is really nearly impossible to use to inject because you have to push with such a force will injecting into very young mice. We normally move the plunger in and out a few times before we draw up the solution too so that is not the issue.